Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had an initial rise in ldh followed by a decrease and then continued elevation. Hematuria was also noted on (B)(6) during placement of a foley catheter and trauma possible hemolysis was suspected. The patient had stable renal functions and required diuresis. An initial ramp study performed on (B)(6) revealed that the aortic valve was closed with the pump operating at 96 rpm. A second ramp study performed on (B)(6) revealed that the aortic valve remained close with an increase in pump power consumption and speed, while the flow and left ventricle dimension remained unchanged. The pump waveforms was sent and was noted to have only one power spike, frequent pi events, and no unusual events or alarms. Milrinone was then initiated on (B)(6) 2014 to assist with diuresis. The patient had progressive hemolytic anemia, worsening lft's and ldh. The patient underwent a pump exchange (B)(6) 2014.